Manufacturer narrative:
(B)(4). Date sent: 5/24/2021. All information was previously reported under 3008766073-2020-00204. All additional information will be reported under 3008766073-2020-00204.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Additional information was received: according to ecm the explant should not be sent in for investigation. I cannot assign the device to any complaint. Additional information was requested, and the following was obtained: on what date did the implant take place? On what date did the explant take place? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Answer = since this is a blind unit and the initial reporter representative has left the company, the questions cannot be answered. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided.